Event description:
Information was received from a patient with an implantable neurostimulator (ins) for movement disorders. The patient reported that their stimulation was going on and off. Their stimulation goes off for about an hour then comes back on.

Event description:
Additional information was received from the patient. The patient had not notified her managing physician. The patient was supposed to make her own appointment with the pain doctor. The patient called two manufacturer representatives (reps) and left messages to no avail. Another rep called the patient and requested that she get her own appointment and he would try to meet her there. The stimulation turning off and on had been resolved. The patient turned it off and noticed that the pain was less than the hassle.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that they met with their pain doctor on (B)(6) 2016. The patient turned stimulation off, which resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.